Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received the service center. A primary evaluation of the device was conducted and it was found that the foot switch would stop working. The device was however, returned to the customer without repair as per their request and hence, is unavailable for further evaluation. The mail unit (vapr vue generator) was evaluated and was found that the contact pins on the ID board inside the main unit were defective. This may have been the root cause as to why the foot switch was not functioning as intended by the customer. However, given the information provided, and without further evaluation of the device, we cannot determine a definitive root cause for the reported complaint. A manufacturing record evaluation was performed for the finished device [lot number : 1602075], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: (d10) device return date correction - date received by manucaturer (g4): the date reported on theinitial MDR; mwr-(B)(4), was incorrect. The date listed in g4 on this report is the correction.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
There was no adverse consequence to the patient. It is not possible to use it even if I step on a foot pedal. The customer does not want to provide additional information about this pc. Additional information received from the affiliate reported the device will not be returned for evaluation.